Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was not communicating. A field service engineer (fse) inspected the unit and found the ethernet cable to be damaged. The ethernet cable was replaced, after which the network icon and critical override icon disappeared. The fse logged into the desktop and verified that the network connection was properly established, then logged into remote smart service (rss) and confirmed the station was online. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating, required maintenance and station shown offline on remote smart service (rss). The customer attempted a reboot, which was unsuccessful. They also unplugged and reconnected the power cable, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.